Event description:
It was reported that while being used on the pt, the clinician noticed the clamp was not secure to the catheter as the catheter had moved. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.